Event description:
Device evaluation: the test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the blood reading as control solution issue was confirmed during pa investigation. Unrelated to the primary issue, the test strips involved with this complaint were found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/10/2014). The patient¿s meter has been returned on 5/20/2014 and evaluated by lifescan product analysis on 6/27/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.